Event description:
It is believed that the patient suffered a middle cerebral artery (mca) ischemic infarct some time post procedure. The asymptomatic patient was enrolled to the study. The initial nih (national institutes of health) stroke scale evaluation prior to procedure was (0). Clopidogrel and aspirin were administered pre-procedure. The target lesion was the distal left common carotid artery. There is no occlusion in contralateral carotid artery. The lesion diameter stenosis was 99% and there is a reference diameter of 6.0mm with a lesion of 5.0mm. Total length of stented segment was 20.0mm. Qualitative lesion calcification was described, as moderate and lesion was eccentric. The vessel tortuosity was not documented. An arch type-I was present. Thrombus was not seen at the lesion site and pre-dilatation was performed. The precise was deployed at its intended location. There was no stent malfunction reported. A distal protection device was used, deployed and retrieved successfully without technical problems. There was no documentation provided if debris was found upon retrieval of the embolic protection device in the basket. There was 20% final target lesion percent diameter stenosis. The procedure was uneventful and successfully completed.

Manufacturer narrative:
Sometime post procedure, a neurological deficit (aphasia) was reported lasting >24 hours. The onset was gradual and recovery was fully resolved. The final diagnosis was a resolved ischemic neurological deficit (rind). The neurologist believes the subject may have had a middle cerebral artery (mca) ischemic infarct. The final stroke scale recorded was in 2008, showing nih(4)/rankin(1). The subject was discharged two days later, with clopidogrel and aspirin. A patient follow up was made the next day where the patient stated that she was back to her "normal self". The event was reported not related to the cordis products and related to the index procedure. This product will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.